Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels are undamaged. Tamper seal is missing. No physical damage was found on the pump. The device has not been in before for repair related to the customer stated problem. No problems were found with the programmed delivery in the ehl. Performed functional check and visually inspected the pump. Delivery test executed and passed. Reported problem couldn't be replicated. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. Service history review (in previous year): no repair in last year.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the treatment was set up to automatically finish with the las dose set to run in the morning. The patient however called to inform that the pump was alarming to say it had finished before the actual scheduled time. The pump was empty and the patient missed doses. No patient injury was reported.